Event description:
Baxter in a foreign country reports "the transfer set closure does not close correctly, requiring a transfer set change prior to the due date." Noted during use. No pt injury or medical intervention reported.